Event description:
It has been reported to co that during the procedure the gasket of this device leaked. It is unknown if the device was removed and replaced. There is no report of patient injury. The device is being returned for co analysis